Manufacturer narrative:
Regarding the use of "4247: appropriate term/code not available - the device has been altered. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One decontaminated sample was received at the manufacturing site for evaluation. Upon a visual evaluation of the sample, an external material to cardinal health¿s finished good was observed to be placed and stuck inside of the tubing. The tubing was cut into two pieces to inspect for any occlusions and remove the guidewire. The "guidewire" (not manufactured by cardinal health) was found to be damaged and too large to be inserted into the bottom of the feeding tube. Because the feeding tube had to be cut to remove the placed guidewire, a guidewire manufactured by cardinal health could not be placed in the tubing to confirm that it could be removed as intended. The reported issue could not be confirmed as related to cardinal health¿s manufacturing/product process as the product has been altered. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the feeding tube was inserted and the guidewire would not come out. The nurse called the nurse manager over and they removed the tube but the guidewire remained stuck in the tube.